Event description:
A us distributor reported that a patient was experiencing bent pins or damaged e-belt connector and check therapy pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins or damaged e-belt connector and check therapy pad messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The trunk cable was open and damaged, causing pin 2 and pin 3 to read open. The root cause for open cable could not be positively identified. There was no adverse event that resulted from the damaged belt.